Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation did not confirm the customer complaint for the device failure to cut, nor for melted teflon pad with metal exposed under the pad. The evaluation found the teflon pad intact with no deformation and no exposed metal underneath. The device was able to activate and cut test tissue. No damage was seen in the probe.

Manufacturer narrative:
This supplemental report is being submitted to correct the awareness date for prior supplemental medwatch 2951238-2018-00240. Medwatch 2951238-2018-00240 is based on device evaluation which took place on may 17, 2018. Date rec'd by MFR is therefore corrected to may 17, 2018.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for thermal and mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a diagnostic laparoscopy procedure, the device stopped cutting while grasping the mesentery. The teflon pad melted, exposing metal underneath. There was no reported patient injury, and no report of other damage to the device or device fragment falling into the patient. The procedure was completed using another tb-0520fc device.